Event description:
It was reported that a patient stated that while filling the cartridge with insulin, they overfilled it, which caused insulin to leak immediately. The patient also forgot to rewind the cartridge, resulting in leakage from another cartridge. Blood glucose levels were not affected. The reported lot number was 30668. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.